Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh implanted. It was reported that she continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation in order to treat prolapse, and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported the patient had increased dysuria and obstructive symptoms with the sensation of incomplete bladder emptying around (B)(6) 2008 that somewhat improved with the medication pyridium. (B)(4).